Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to diagnostic imaging. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer had an alternate pump for insulin therapy.